Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis, manifested by cloudy fluid. The breach in aseptic technique was further described as the patient did not maintain sterility. On an unreported date, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis was not reported. Dianeal therapy was ongoing. On an unreported date, the patient was discharged from the hospital and was recovered from the event. On an unreported date, the caregiver was retrained on the proper aseptic technique. No additional information is available.